Manufacturer narrative:
(B)(4). A photo of a 45mm ezio cannula was provided by the customer. The photo shows that the cannula was bent and that it had detached from the hub. The hub was connected to a luer lock syringe. The lot number was not provided and therefore no review could be performed. Although no lot number was provided, each ezio needle lot is subjected to torsional testing prior to release. The photos provided by the customer show that the cannula was bent and that the hub had detached. Based on the available information, the cannula bent after the io was placed in the patient. The cause for the bend could not be determined. It is possible for the needle to bend if the patient's arm is not secured after placement of the io. It is also possible for the cannula to detach if the cannula is not withdrawn by "applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The patient had already received a 45mm ez-io needle in the left proximal humerus due to a code. Upon 24 hour dwell time, the left was removed successfully and a new 45mm needle was placed in the right proximal humerus successfully to continue vascular access. Upon removal of the 2nd io, multiple clinicians attempted removal with a luer-lock syringe and the plastic needle hub broke off. They were eventually able to remove the needle from the humerus with a needle clamp. Once removed, the needle appeared slightly bent. There was no patient complications post removal.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The patient had already received a 45mm ez-io needle in the left proximal humerus due to a code. Upon 24 hour dwell time, the left was removed successfully and a new 45mm needle was placed in the right proximal humerus successfully to continue vascular access. Upon removal of the 2nd io, multiple clinicians attempted removal with a luer-lock syringe and the plastic needle hub broke off. They were eventually able to remove the needle from the humerus with a needle clamp. Once removed, the needle appeared slightly bent. There was no patient complications post removal.